Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device was stuck. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. The device was sent to stryker instruments for evaluation. During functional testing by a service technician at the manufacturer facility, it was found that the stuck trigger was causing the device to run without user activation after the trigger was released. Additionally, it was found that the device was not running in the correct mode; it would switch to forward mode while in reverse mode, without engaging the safety function. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device was stuck. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. The device was sent to stryker instruments for evaluation. During functional testing by a service technician at the manufacturer facility, it was found that the stuck trigger was causing the device to run without user activation after the trigger was released. Additionally, it was found that the device was not running in the correct mode; it would switch to forward mode while in reverse mode, without engaging the safety function. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported run-on and handpiece running in the wrong mode was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, a cracked trigger housing and a magnetic interaction issue between the trigger toggle and the e-box were identified as probable causes for the reported event.